Event description:
Patient's representative reported, "due to continuing breast pain and following an ultrasound and MRI scan, the device had to be replaced due to a rupture." Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.